Event description:
It was reported that a kyphoplasty procedure was performed at the l3 level with no intra-op complications. Three days post-operatively, it was reported that the patient presented with back pain at the surgery site. The patient was brought in for a follow up and infection in the muscle was found at trocar sites and was confirmed with MRI imaging. The patient was treated with steroids and the physician stated that "the event was not due to any medtronic product malfunction".

Manufacturer narrative:
(B)(4): unknown although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.